Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. Also, the dentist reported that trauma over the implant has happened.

Event description:
(B)(4). - the dentist reported that, 3 months after the dental implant was installed in intraoral region #27, its non-osseointegration was observed. Forty five ncm of primary stability was achieved and the implant was immediately loaded. The patient presented bone type ii.